Manufacturer narrative:
The alleged complaint was not reported to gehc at the time of occurrence. No service visit by gehc was performed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.